Event description:
Respiratory therapy applied suction then noticed vent tubing on inspiratory side was full of water and the water reservoir was empty and totally imploded. Pt taken off vent before water reached the pt.